Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a hospital. The product is not sold in the USA but it is similar to a product which is sold in the USA. The returned device was visually inspected. Results: it appeared that an rt205 kit was mistakenly packed into an rt206 bag during the packaging process at fisher & paykel. This means that there were no pressure lines in the kit and that the wrong y-piece was included in the kit. We attributed this to our packaging process where personnel had neglected to include the correct components in this kit. Our records indicate that there are no other complaints for the same part number and lot number. Conclusions: the occurrence rate for complaints regarding missing or wrong components is approximately 0.0029% worldwide for the past year.

Event description:
A hospital reported to our distributor that the contents of an rt206 breathing circuit kit package contained the items for an rt205 breathing circuit kit.